Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the battery gauge was fluctuating resulting in the pump shutting down. Additionally, it was reported that the pump touch screen was intermittently unresponsive. Although the touchscreen was initially unresponsive, during troubleshooting with tandem technical support, the touchscreen responded to presses. Customer's blood glucose (bg) was 366-367 mg/dl. Due to the pump shutting off, customer went to the emergency room with a bg of 420 mg/dl and high ketones, customer was treated with intravenous fluids of saline and insulin. Customer was released on 6/4 with no permanent damage and the issue resolved. Tandem technical support performed a system check and the pump is functioning as intended.